Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot do the illumination and filming due to generator error. Fse analyzed log files on velara generator that shows generator error recorded several times and converters temperature out of range. Upon functional testing, the fse found that the system does not turn on. After troubleshooting, fse suspected that issue is caused due to defective cable, cable break. To resolve this issue, fse replaced 24v power supply in generator. After replacement of 24v power supply in generator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that the system would not generate x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the room temperature.